Event description:
A new pacemaker was implanted on (B)(6) 2025, related to a clot on the pacemaker lead and infectious concerns. Arrythmias were noted at this time. The type of arrhythmia was reported to be bradycardia. The arrythmias resulted in lower mean arterial pressure/blood pressure. It was unknown if the arrythmia was device related, however it noted it was likely device related as left ventricular assist device (lvad) speeds were increased, the low speed limit was not adjusted, and numerous pi and speed events went unreported for 12 hours. The patient was reported to be stable and was to be discharged home. Additional information indicated the patient had a history of arrhythmia and cardiac arrest pre lvad implant.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the pump speed increased overnight from 5400 to 5800. The patient was having persistent speed drops overnight. Low speed limit was not adjusted. The speed was down to 5100. The data showed a brief (f38) low_speed_advisory on (B)(6) 2025 at 08:17:09 while speed settings were being adjusted. The low speed was raised from 5100 to 5400 rpms. At the moment of the event, the pump speed was in the process of ramping back from 5100 rpms following a pulsatility index (pi) event was briefly recorded below 5400 rpms. Additional information was received that the cause of low-speed advisory event was adjustment of low-speed limit. The speed was decreased; pacemaker was implanted on (B)(6) 2025. Arrythmias were noted at this time. The patient was reported to be stable and was to be discharged home.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files was unable to confirm the reported speed changes. A specific cause for the event could not be conclusively determined through this evaluation. The controller event log files contained events on 06dec2025. Throughout the files, the actual motor speed ranged from 5100 ¿ 5850 revolutions per minute (rpm). No notable events or alarms associated with the pump were captured, and the pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D and the heartmate 3 lvas patient handbook, document rev. A are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events including, cardiac arrhythmia, infection, and venous thromboembolism and arterial non-central nervous system (cns) thromboembolism, that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses pump parameters including pump speed. Section 1 also explains that heartmate 3 employs a feature called artificial pulse; although the clinician will set only a single speed, the rotor speed will periodically depart from this value (2000 revolutions per minute (rpm) above and 2000 rpm below the set speed) in order to contribute a flow disruption that in some ways mimics native cardiac contractility. Section 4 further explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events may be initiated for reasons other than true pi events, including sudden changes in the patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. If the system detects a pi event, the pump speed automatically drops to the low-speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. This cycle repeats as long as pi events are detected. Furthermore, there are no audible alarms with a pi event. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications. This section also lists arrythmia, infection and thromboembolism as potential late postimplant complications. Several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection, as well as suggested responses in the event of infection. The patient handbook cautions patients to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the patient was discharged home with a peripherally inserted central catheter (PICC) line and intravenous antibiotics.